Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (unknown dose and concentration) via implanted infusion pump indicated for spastic paraplegia. It was reported that on (B)(6) 2025 the patient was hospitalized for a detailed examination due to persistent slight fever. On (B)(6) 2025 the patient was suspected to have had a connective tissue disease and an examination was performed. Gabalon dosage was increased to 24 g/day to control spasticity. On (B)(6) 2025 the number of cells in the cerebrospinal fluid was around 800, so diagnosed as meningitis. The itb system was completely removed due to the onset of infection. It was reported that since it had been four months since the implantation, it was unlikely that the infection was related to the itb-related device and intrathecal injection. The pump was removed on (B)(6) 2025. When the itb system was removed, the area around the pump and the back pocket were observed, but no signs of infection were found. The surgery on (B)(6) 2025 did not last a long time. Not considered to be due to the surgical technique as it was completed without problems. The causal relationship with gabalon intrathecal and the itb system was extremely low, and the cause of the myelitis was likely due to other factors.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 24-jan-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the diagnosis of meningitis was made through a bacterial examination of the cerebrospinal fluid by the neurology department. The neurosurgery department conducted culture tests on the tissue surrounding the pump and the pump contents (mainly gabalon intrathecal). All results were negative, and it was concluded that there was no causal relationship with the gabalon intrathecal, the pump, or the catheter. The onset of meningitis was considered to have been caused by something else.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg7npcj06, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the patient's meningitis symptoms resolved. On (B)(6) 2025 the administration of antibacterial drugs were started (meropenem 6g x 3 doses and vancomycin 2-3g x 2 doses). On (B)(6) 2025, the pump and catheter were removed and at the same time, bacterial culture test of the drug in the pump was ordered. Incidentally, the culture results of the pump contents showed no bacteria. No bacteria were detected in the cerebrospinal fluid culture test from last week either. The plan was to transfer to welfare for intensive rehabilitation within the week.